Event description:
The valve was explanted due to endocarditis. The valve was well incorporated with no signs of infection. The patient had a history polynephritis 3 months prior to implant of this valve with resultant endocarditis cause by streptococcus. Prior to explant, the patient experienced a left sided cerebrovascular accident with"good anticoagulation". Transesophageal echocardiogram indicated "mobile mass attached to the ring of the mitral valve".